Event description:
It was reported to philips that the customer was unable to perform fluoroscopy and exposures. The device was in clinical use at the time of the reported event. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in diagnostic procedure when the issue occurred, and the procedure was completed after recreating the image store. The philips field service engineer (fse) visited onsite and confirmed that the system was unable to perform exposures and fluoroscopy. Review of the system log file showed that there was a malfunction with the ippc (image processing pc). The fse recreated the image disks to resolve the issue temporarily. The fse replaced the two-image disks in the subsequent case 0123259489 tw pr# 4503755. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.